Event description:
It was reported by the patient that patient "noticed more swelling" under the device incision after lying on left side. The deviceremains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 638bl30 implantable annuloplasty band (B)(6) 2012. (B)(4).